Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient re-reporting that they were very upset and frustrated because the handset was not connecting fast, and they have to keep resync application. Patient stated he did not get a bolus since saturday due to connection with devices. Patient gets 4 bolus a day. Agent reviewed device function and assisted patient with clearing data on the handset and device connected very fast.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown. Product type software product ID tm90t0 lot# serial# (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implantable pump. The indication for use was non-malignant pain. The patient reported that they let the battery "run dead" on their handset and when they charged it back up, they couldn't¿ connect to the ptm (personal therapy manager). The patient reported seeing no device found. The patient stated they haven't been able to get a bolus for 36 hours. The agent walked patient through closing out of the myptm app, turning airplane mode on and off, verifying location was on, resetting the communicator, and trying to connect again. The issue was not resolved through troubleshooting. An email was sent to the repair department for a replacement communicator due to unable to connect to the ptm- no device found. No patient harm reported. Additional information was received from the patient. It was reported that the patient stated they received a replacement communicator and now it was doing the same thing. While on the call, the manufacturer's patient services specialist (pss) had patient confirm they had bluetooth and location on. The patient was able to see the myptm app, turn on the communicator. And pss confirmed the communicator over the pump, and then pss had the patient tap on the myptm application. The patient was able to connect right away but stated that they also noticed the lag at 90%. Pss reviewed.